Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and or used reservoir was inspected and no anomalies were found. Testing was performed and no occlusion was noted.

Event description:
It was reported that the customer went to deliver a bolus to her son with the insulin pump and it alarmed no delivery. The patient's blood glucose was over 600 mg/dl. Troubleshooting was performed. Insulin did not exit during a fixed prime and the pump alarmed no delivery. After the customer was advised to disconnect and reconnect the reservoir and infusion set, insulin would not exit when pushing with a plunger, and there was reportedly greater than normal resistance. It was explained the alarm was caused by the infusion set and reservoir connection. The customer stated she would change out the reservoir and infusion set but not the site. Nothing further reported.